Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level ranged from 129 mg/dl to 149 mg/dl. Reportedly, pump supplies were changed to address the issue and customer continued to use the pump for insulin therapy. Customer also confirmed that manual injections are available.